Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed a cracked tube. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed a cracked tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation, which depicted a tube with cracks at the very bottom. Additionally, 10 retained samples were subjected to brittleness testing, out of which one sample failed. Furthermore, 30 retained samples underwent a visual inspection with none of the samples failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.